Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working appropriately. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a crack was identified in the cuff connecting tube; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically inspected; however, no anomalies were found. The cuff passed the leak test. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff. The pump was visually and microscopically examined, not identifying any damages or abnormalities. The pump passed the leakage testing. Upon visual analysis of the balloon, no anomalies were noted, and the component passed the leakage test. Functional testing was performed, identifying the balloon was below product specifications. Based on the information available and analysis results, the reported allegation of a crack in the tubing was not confirmed; however, the balloon performing below product specifications could have caused or contributed to the reported clinical observation of mechanical issues. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working appropriately. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, a crack was identified in the cuff connecting tube; however, its cause was not detailed by the facility. There were no patient complications.